Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during distal pancreatectomy, after the first firing, the nurse received the device in which the tip was closed. The nurse tried to open the tip of the device and pushed the control button but it did not react. Tried several times but the result was the same. A new handle, adapter and shell were opened to continue the procedure. After the surgery, the nurse held down the green button to reboot the device, it worked fine and tip opened. The patient has no injury.